Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed the right plunger case, battery door, and the top case by the tube holders were cracked. Check clutch error found in the event history log (ehl). During functional testing using the occlusion test the check clutch was able to be duplicated. The lead screw and clutch halves were found popping and slipping due to normal wear. The root cause of the problem was due to normal wear as the pump was over 15 years old. Replaced interconnect board for broken high profile c9 due to primary audible alarm post error was found at power up. Replaced lead screw and clutch halves, also replaced motor assembly, worm gear, and lead screw for normal wear and performed preventative maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed the right plunger case, battery door, and the top case by the tube holders were cracked. Check clutch error found in the event history log (ehl). During functional testing using the occlusion test the check clutch was able to be duplicated. The lead screw and clutch halves were found popping and slipping due to normal wear. The root cause of the problem was due to normal wear as the pump was over 15 years old. Replaced interconnect board for broken high profile c9 due to primary audible alarm post error was found at power up. Replaced lead screw and clutch halves, also replaced motor assembly, worm gear, and lead screw for normal wear and performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion exhibited plunger clutch. No adverse effects were reported.